Manufacturer narrative:
Sorin group (B)(4) manufactures the revolution centrifugal pump head. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, after several hrs of use, a loud noise was heard coming from the revolution centrifugal pump head. When the noise was detected, it was also noticed that there was no flow and that the pt had passed away. The customer stated that the problem occurred due to a very poor condition of the pt. The initial reportability eval determined that this incident did not meet the sorin group (B)(4) reportability criteria. However, the reportability criteria was revised while the root cause investigation was still in process and a subsequent review of the incident against the new criteria at the close of the investigation found to be reportable. The pump head was returned to sorin group (B)(4) for eval. Inspection of the returned pump head found that the hub was deformed such that it allowed the impeller to move up and down abnormally. During performance testing, the returned pump head performed as expected throughout the range of recommended flow rates, but began to make noise and experience problems with flow at higher flow rates and pump speeds. The noise and flow problems were determined to be caused by the vertical movement of the impeller resulting from the damage to the hub. Sorin group (B)(4) was able to reproduce the damage seen in the returned unit by running a pump head for a prolonged period with the outlet line occluded. Additional info received from the customer indicated that the blood within the circuit was completely coagulated. Coagulation within the circuit could result in an occlusion of the pump outlet. Based on the above, sorin group (B)(4) has concluded that the issue was most likely caused by wearing of the hub as a result of pt/usage conditions. The revolution centrifugal pump head instruction for use state that "it is intended that systemic anticoagulation be utilized while the pump is in use. Anticoagulation levels should be determined by the physician based on the risk and benefits to the pt and monitored throughout the case."

Event description:
Sorin group (B)(4) received a report that, after several hrs of use, a loud noise was heard coming from the revolution centrifugal pump head. When the noise was detected, it was also noticed that there was no flow and that the pt had passed away. The customer stated that the problem occurred due to a very poor condition of the pt.